Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or peivic cavity"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D35380) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or peivic cavity"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D35380) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Batch no~d35380 production date~2014-12-08~expiration date~2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or peivic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), perforation ("perforation of other organs"), salpingitis ("fallopian tubes bilaterally there seemed to be some inflammation that could possibly from essure") and embedded device ("showed displacement of one of the coils which has embedded into the myometrium") in an adult female patient who had essure inserted (lot no. D35380) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of d & c, acid reflux (oesophageal), nausea, flank pain, anxiety, stress, abdominal cramp, termination of pregnancy, parity 5 and multigravida. No known drug allergies /social history: married, non-smoker, denies use of alcohol, no recreational drug use. The patient had a family history of breast cancer. Concurrent conditions were listed as dyspareunia, anxiety, dysmenorrhea and vaginal bleeding. Concomitant products included claritin [loratadine], tylenol (paracetamol), yaz (drospirenone;ethinylestradiol betadex clathrate), ibuprofen, pantoprazole, dihydromorphine and naproxen. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), salpingitis (seriousness criterion medically important), embedded device (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for salpingitis, embedded device and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: there was 1 cord visible on the right side. The same procedure was repeated on the left fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2016: has had post essure hsg and confirmed tubal occlusion however since u/s findings is not having intercourse by fear of conceiving. Findings: uterine cavity is within normal limits for shape and size. Essure devices noted in both fallopian tubes. No free intraperitoneal spill of contrast seen. [Pathology test] on (B)(6) 2022: clinical information past essure coils, pelvic pain. For essure class action lawsuit. Diagnosis: uterus with cervix, bilateral fallopian tubes and essure devices: uterine cervix with chronic cervicitis and squamous metaplasia. Secretory phase endometrium. Leiomyoma uteri. Fallopian tubes with coils removed grossly. Not sectioned and sent to. Gross description: received: intact hysterectomy specimen with attached bilateral fallopian tubes (157.4 g). Dimensions: uterus (10.5 x 5.5 x 3.5 cm), left fallopian tube 7.5 cm in length by 0.6 cm in diameter), right fallopian tube (9.0 cm length by 0.6 cm diameter) myometrium: averages 2.1 cm in thickness and contains one well-circumscribed white whorled mass measuring 2.5 cm in maximum dimension. The essure coils are identified within both fallopian tubes. The left coil appears to be embedded through the myometrium into the endometrium. The right and left fallopian tubes as well as involved endometrium and myometrium are removed and sent to for a class action lawsuit. [Ultrasound pelvis] on 01-jun-2015: no intrauterine gestational sac present. The uterus measures 11.6 x 6.5 x 7.4 cm. The endometrium is thickened and heterogeneous in appearance with maximal thickness of 2.3 cm. Trans vesical or transvaginal ultrasound do not demonstrate internal vascularity within the heterogeneous endometrium to suggest vascular retain products. The appearance could relate to recent ta with blood products and/or avascular retained products. There is a more focal area of hypo echogenicity in the posterior endometrium, measuring 2.9 cm, that is also avascular and could relate to more recent bleed. Impression: no intrauterine gestational sac present. Thickened and heterogeneous appearance of the endometrium with no evidence of internal vascularity most likely relates to recent ta with endometrial blood products. No evidence of vascular retain products of conception; on 02-jun-2015: ultrasound done tonight show thickening and heterogeneity which is consistent with her recent procedure. There is no evidence of vascular retained products of conception; on (B)(6) 2021: findings: uterus: the uterus is anteverted and measures 10.4 x 5.6 x 4.0 cm. Myometrium: 2.1 x 1.7 x 2.1 cm posterior intramural fibroid. Endometrium: no focal abnormality. Endometrial thickness measures 7 mm. Impression: the patient has a history of coil type iud. Within the left side of the myometrium mid uterus there is a hyperechoic focus that may represent iud embedded in the myometrium but not perforating beyond the outer wall of the uterus. This is not confirmed or connected with definite endometrial material. Gynecologic correlation is suggested. Posterior intramural fibroid suspected of 21 mm. No other finding of significance; on (B)(6) 2021: showed left essure device slipped into uterine cavity. Batch no~d35380 production date~2014-12-08~expiration date~2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: medical record received. New events device embedded & salpingitis added. Medical history, concomitant conditions , concomitant drugs are added. Lab data including (surgical pathology reports are added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.